Event description:
It was reported that loss of capture due to lead dislodgement was observed on the left ventricular (lv) lead. The lv lead was capped and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Event description:
It was reported that loss of capture due to lead dislodgement was observed on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.